Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown locking screw (part# unknown, lot# unknown, quantity 1), pedicle access cannula shaft (part# 03.632.322, lot# 7011915, quantity 1).

Manufacturer narrative:
510k: this report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Reporter is synthes sales consultant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while checking the alignment of protection sleeve for distal locking screw on short proximal femoral nailing system (tfna) nail it was noticed that it wasn¿t lining up correctly with the nail. There was no patient consequence. Concomitant device reported: locking screw (part# unknown, lot# unknown, quantity 1); 130 deg aiming arm (part # 03.037.013, lot# unknown, quantity 1); 11.0mm/8.0mm protection sleeve 188mm for asls (part # 03.025.040, lot # unknown, quantity 1); complete radiolucent insertion handle (part# 03.037.012, lot# unknown, quantity 1). This report is for one (1) unknown tfna nail. This is report 4 of 4 for complaint (B)(4).